Event description:
It was reported to philips that the system would not bootup. The device in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. The procedure was completed by transferred the patient to another device. A field service engineer (fse) checked system and confirmed that system did not boot up. Upon troubleshooting field service engineer (fse) suspected power issue with device. Fse found that mpdu (main power distribution unit) did not work. To resolve the issue fse replaced mpdu. After replacement of mpdu, the system was returned to use in good working order. The codes were updated based on the investigation outcome.